Event description:
Caller states that the lancet does not retract into the safe-t-pro plus lancet device. No adverse event reported. Requested return of suspect devices.

Manufacturer narrative:
Event occurred in (B) (6).